Manufacturer narrative:
Complaint no: (B)(4) improperly disconnecting and then reconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected without pressing stop and then reconnected. The technical service representative assisted in clearing the alarm and reviewed proper procedure. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.